Event description:
On (B)(6) 2022, the thermogard console (sn (B)(4) was evaluated by the biomed engineer and during the testing, the air trap sensor did not function as intended. No patient involvement.

Manufacturer narrative:
The thermogard console (sn tgxp (B)(4) involved in the reported complaint will not be returned for evaluation because the biomed engineer has resolved the problem by replacing the air tarp sensor block. Therefore, service was not required to be performed by zoll.